Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface board) pcb assembly was evaluated and reseated. The software nodes were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.